Manufacturer narrative:
Date rec¿d by MFR : 20jun2019, date of report : 24jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit has 18, 146 operating hours. The technician recommended that the customer replace the user interface assembly. The customer replaced the user interface assembly and the issue was resolved. The unit was returned to service. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a dim display. There was no patient involvement.